Manufacturer narrative:
Additional information was provided in b.5., d.10., h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by stating, there was no patient harm. The lens was explanted during initial procedure. The procedure was completed on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, with description of ripped.